Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On using the instrument, mr. Complained that the handle wasn't releasing as desired. Mr. Continued to use the instrument without any delays or medical intervention, but asked for it to be repaired/replaced. Release on handle is sticking. Has been soaked and oiled but problem remains.